Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. The buttons were tested successfully. Product meets specification and no corrective actions are needed.

Event description:
On (B)(6) 2013 patient reported having concern with the down button on the infusion device. Patient stated the down arrow button on the infusion device is working but intermittently. Patient reported the issue has been occurring for about 2 weeks. Patient stated the button does work if pressed hard and you get it just right. Patient reported the buttons are not flat and the button does make an audible noise when it is working properly. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.